Manufacturer narrative:
Data logs show purge system open alarms upon initial priming. Since the product was not returned, the root cause of the priming issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the impella cp pump failed to purge appropriately. The impella cp pump, purge cassette and different aic were employed with success. The patient later expired on the second impella cp pump after the family requested care to be withdrawn. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).